Event description:
It was reported that a pump displayed a cartridge change error. The customer's blood glucose level at the time was noted to be 8.0 mmol/l. Despite following troubleshooting steps, including inspecting and cleaning the pump's components, the customer was unable to successfully load a new cartridge onto the pump. Therefore, it was determined that the pump needed to be replaced. The customer was informed about the replacement process, and a replacement pump was arranged to ensure continued insulin delivery.